Event description:
In 2007, factory service identified that the device was indicating a defib error 11 code.

Manufacturer narrative:
The device was identified as a reportable event in 2007 by factory service, when a report was received with the device indicating a defib error occurred. The device is automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed. The investigation revealed that a defib error 11 occurred. The cause of the defib error 11 (a/d error) code was due to cracked solder joint which applies voltage to an ic (integrated circuit) chip on the defib board. The output of the ic chip is the data that is supplied to an analog to digital (a/d) converter. With the loss of the ic chip data, no data is received by the a/d converter, which generates the defib error 11 code. Upon completion of the repair by soldering the solder joint, the device performs to specifications.